Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed a33 during basic occlusion test due to protruded loose drive support disk. The insulin pump was received with minor scratched display window, cracked reservoir tube lip and cracked battery tube threads.

Event description:
It was reported that the insulin pump had an error alarm during the manual prime. The drive support cap was noted to be sticking out. Customer's blood glucose reading at the time of the call was 347 mg/dl. No further information reported.